Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was the device had no sound due to a defective speaker. The device was operational after replacement speaker repairs were completed

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event.